Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was displaying transducer fault. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the failure analysis lab (fa lab) received the suspect device and installed in a known good unit ventilator. The device was powered into service mode. The fa lab reported that there was no transducer (xdcr) event error log. The fa calibrated all xdcr, and the unit passes the calibration test. The customer¿s reported issue was not duplicated by the fa lab.